Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted ventral hernia tapp surgical procedure, the large suturecut needle driver instrument was found to have a snapped jaw. The customer reported event had no report of patient injury. Isi followed up with the initial reporter and obtained the following additional information: the instrument had no motion issues, but the wire was fully broken, no fragments or needles fell into the patient, the procedure was completed robotically with less than a 5-minute delay and the issue was resolved by replacing the instrument, no images or videos are available.